Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured as an x-ray revealed separation in the lead body. It was reported that a red alert was declared through the patient monitoring system for low rv pace impedances less than 200 ohms. The patient was evaluated in the office. Noise was able to be recreated with isometrics. It was also reported that the patient had received an inappropriate shock earlier due to noise and oversensing. There was no asystole or adverse patient effects. The patient underwent a revision procedure and this product was surgically capped and abandoned. A new lead was successfully placed.